Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that the yellow valve of the drain bag with the set was disconnected. The pictures can not identify the cause of the disconnection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during draining of a prismaflex set effluent bag an external fluid leakage was observed. It was further reported at the bottom of the bag (where the valve was located), "the stopcock came out and the 5l of waste fluid leaked all over the nurse". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.